Manufacturer narrative:
The pump passed the self test and displacement test, however, the pump was received with high active and sleep current. The trace and history files were successfully downloaded using thump. Starting on (B)(6) 2024 and ending on (B)(6) 2024 there were an excessive number of low battery alerts, all spaced less than 1 week apart. The power management graph confirmed the battery depletes faster than expected. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. Troubleshooting: disconnected the internal battery, the high current persisted. Swapped target hardware (electronic and motor assemblies) into a test case, the high current persisted. Swapped known good hardware stack (electronic and motor assemblies) into the target case, the run/sleep currents test normal. Swapped known good pcba 1 and motor assembly into the target case, the run/sleep currents test normal. Replace the target motor assembly and left the known good pcba 1 into the target case, the run/sleep currents test normal. Conclusion: high run and sleep current measurements (low battery life and unexpected battery power loss) are confirmed, fault is isolated to pcba 1. A sc1 cap locks inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. High run and sleep current measurements (low battery life and unexpected battery power loss) are confirmed, fault is isolated to pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, no damage to battery compartment or battery cap. No alarm found in history. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.